Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 198 mg/dl. The customer stated that during a bolus attempt, he got stuck on the number of carbohydrates screen. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.